Event description:
The device was was returned to the manufacturer for repair, analyzed and tested out of specification. Followup information received reported the device had alarm "device needs service" and would not turn off. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery release, heart block, lead flex cover, and battery drawer are contaminated. Upper and lower cases, side bail covers, and ring cover are broken. The ring is bent.